Event description:
During servicing of a monitor, which was returned for investigation into a non-reportable treatment event, a reportable malfunction was found. The monitor did not pass incoming functionality testing. The treatment event was one appropriate shock that converted the patient's vt arrhythmia to a life-sustaining rhythm.

Manufacturer narrative:
Device evaluation of the monitor has been completed. Upon investigation the monitor was not properly producing a driven ground signal. The cause for the failure was isolated to an open r781 driven ground resistor on the computer/analog board. The root cause for the open resistor could not be positively identified. No adverse event resulted from the damaged monitor.